Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, after the right ventricular (rv) lead was deployed, lead measurements were not satisfactory. Psa cable was exchanged and the measurement was performed after the helix was screwed into the myocardium. All attempts did not improve the lead data. The lead anomaly was suspected and the patient's myocardium condition might be one of the reasons of this issue as well. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10, b5, h6 : a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
New information states that good measurements of pacing threshold could not be obtained.